Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was thumping within the patients chest. It was later discoverd that as a result of twiddler's syndrom this defibrillation lead and this transvenous pacing lead dislodged. New information received indicates that the leads were explanted and replaced. Following the revision procedure it was suspected that this coronary sinus lead dislodged.